Manufacturer narrative:
With review of the available information there is no indication of any device malfunction or performance issues impacting the event. Although a definitive root cause cannot be determined, clinical, pharmacological, and patient factors including comorbidities are known possible contributors to the event. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. These surgical procedures are associated with numerous risks. Death, neurological dysfunction and bleeding are known potential adverse event associated with the implantation of all vads as outlined in the instructions for use. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. The IFU addresses guidelines for optimal patient management including medical management and therapeutic anticoagulation guidelines to minimize the risks. Retained by patient.

Event description:
It was reported from the site by the ventricular assist device (vad) coordinator that during routine patient updates, patient was admitted from home on (B)(6) 2016 with abdominal tenderness, acute kidney injury (aki), and cholecystitis. Patient went for a choli drain placement on (B)(6) 2016. It was stated that there were no vad-related issues noted upon admission. The patient was in the hospital recovering over the course of the next two weeks. On (B)(6) 2016, the nurse noted that the patient was exhibiting altered mental status. He was taken for a head computed tomography (CT) which showed a large, acute hemorrhage involving the right parietal, temporal, and occipital lobes measuring 7.4cm x 3.2cm x 4.8cm. That morning, the patient's international normalized ratio (inr) was therapeutic at 2.2 and he was off of the intravenous (IV) heparin for bridging. A repeat head CT six hours later also revealed increasing mass effect with a 1.1cm midline shift to the left. Neuro surgery was consulted but no invasive interventions were recommended due to the poor prognosis. The patient was started on a nicardipine drip (gtt) to maintain his blood pressure (bp) under (<) 90 and all anticoagulation was held. A family meeting was held on (B)(6) in which they decided to withdraw care once all family had gotten in town. Care was withdrawn on (B)(6) 2016 and the patient expired that day. No autopsy was performed, thus the pump will not be sent back. All peripherals were disposed of by the site. The site cannot say with 100% certainty that this is a vad-related issue as the patient was fairly sick prior to the stroke but they also realize the risk of neuro events with a vad. No additional information available.